Event description:
The patient reported their stimulator was defective and it only lasted one day before they had to recharge it. The patient also reported that it had been gradually getting worse and worse for the last 6 months. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).